Event description:
It was reported by facility that 2 na's were in the room, aide was moving lift out from under (an older model hillrom bed) and turning around to the left, then moving the lift to the 5th notch when she heard a whoosh sound and lift started to tip. Resident head hit the chair, lowered resident to floor. While on the floor na's released the sling then the boom went up. Noticed frame was bent [tried to re-create the incident but could not.] Resident went to the hospital, received stitches to small tear to back of head. Returned to nh.